Event description:
After removing my contact lenses, my eyes (left eye significantly worse than right eye) immediately became red, inflamed, painful and teary and then proceeded to get progressively worse. I had no issues at all while wearing contacts. This happened multiple times with both old and new type of contacts (both monthly use, daily wear). During this time, I also started a new bottle of alcon opti-free replenish solution. The 1st time was on (B)(6) 2022 and again several other times. The worst case was on (B)(6) 2022 and I saw an optometrist on (B)(6) 2022 and again on (B)(6) 2022. They saw no evidence of infection and I was prescribed vigamox at the 1st appointment (in case there was an infection) and maxitrol at the 2nd (to speed healing). On 10/18/2022, I contacted alcon to find out if anyone had reported an issue with the lot of the new bottle of the contact solution that I began using (lot 1124f, expiration date 2025-01-31). I was told that there were no reports of issues with this lot. They assigned (B)(4) to this event. I declined the offer to file a report at this time because I was unsure if the solution was the issue. Based on their report to me that the solution was good, my thought was that the issue was with my change to a new type of contact. On (B)(6) 2022, my son (B)(6) was visiting from (B)(6) and borrowed my contact solution - the bottle in question. When he removed his contacts that evening, his left eye became red and irritated. We blamed it on an allergic reaction to the dogs in the house. He returned to (B)(6) on (B)(6) 2022. However, he continued to have issues all week. When he awoke on (B)(6) 2022, his left eye was substantially worse - swollen, painful, red and tearing - and he saw an optometrist that afternoon. She found no evidence of infection and prescribed a steroid/antibiotic eye drop. Because we both had almost identical reactions after using this bottle of solution, I believe that the solution is at fault. I called alcon on 11/7/2022 to report an adverse event. The result of my phone call was unsatisfactory. The rep only offered me a coupon for a replacement bottle of solution - which I declined as insufficient - and would not take my report of an adverse event seriously. They wouldn't let me file a formal complaint and didn't want the actual bottle of the solution. I asked to speak with a supervisor. No one was available even after waiting 10 minutes. I was promised a phone call back. None has been received. My main concern is that I believe there is an issue with this solution and that the company is uninterested in the issue or worse, is consciously ignoring it. I do not want others to suffer as we have. I am still not able to wear contact lenses on a regular basis - have only worn them once for 6 hours since (B)(6) - which is quite an annoyance to me. In addition, I am out the money for 2 visits to the optometrist, 2 prescriptions, several pair of contact lenses (which I am afraid to re-use after they were contaminated with the solution) as well as the cost of the twin pack of the solution that I will not use. My son is also out similar costs. Disinfect and store contact lenses.